Event description:
On (B)(6) 2010, patient reported the down button on the infusion device was not working properly. Issue was first noticed 1 month ago, and patient is currently using backup infusion device. Patient has had this infusion device since (B)(6), 2007, and boluses 8-10 times per day. Down button pops up after being pressed. Infusion device has not been dropped or exposed to water or insulin ingress. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.